Manufacturer narrative:
(B)(4).

Event description:
During procedure to treat a lesion in the lower extremity artery (below the knee) anterior tibial artery (ata) with 70% stenosis, slightly tortuous and moderately calcified using amphirion deep, it was reported that the shaft of the amphirion deep balloon catheter broke off. During the procedure, the device was dilated at the posterior tibial artery and the fibular artery twice for each (at the nominal pressure), and then, the device was advanced to the target lesion in order to dilate the anterior tibial artery. The device was once trapped at the stenosis site at the entry point of the anterior tibial artery; however, the physician managed to advance it and performed dilation once. When retracting, the gap at the guidewire exit port got tangled and stuck to the exit port at the sheath tip (possibly, the guidewire and the shaft of the device had been directed at different angles due to the tortuous vessel); thus, the device could not be removed. When the physician tried to pull out the device by force, the shaft broke off. As a part of the device had remained in the sheath, the physician tried to remove the device together with the sheath, and they were pulled out successfully. The procedure was completed as-is with no adverse effect on the patient. No difficulties were noted when the relevant device was removed. No unusual resistance was noted when the protective sheath was removed. The prep was not performed. No difficulties or abnormalities were noted during the device inspection. No resistance with other devices was noted during delivery of the relevant device. No resistance was noted when the relevant device was crossing the lesion. Pre-dilation was not performed.

Manufacturer narrative:
Device evaluation: the device was returned broken in two pieces. Traces of blood were detected on the balloon and on the shaft. The balloon was unfolded and the guide wire lumen was kinked in several points. No kink detected on the hypotube. The shaft was broken close to the end of the hypotube. The distal part of the shaft was found stretched close to the broken end, the shaft was kinked in two points. No other abnormalities detected on the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.